Event description:
It was reported by the philips repair bench that during evaluation, the optical switch was found to have a black build up behind the knob. There was no reported patient involvement/adverse patient impact.